Event description:
The device was explanted due to early battery depletion.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event was verified in the laboratory. The battery depletion was caused by a high current draw found in the device. The high current was isolated to the hybrid. However, during testing of the hybrid the high current state was lost. The root cause of the high current was not determined.